Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 23-jun-2020 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 25-jun-2020: distal cap - fixed type failed epoxy seal integrity inspection, elevator body sticking, distal tip annual maintenance, passed dry leak test, air/ water socket cylinder o-ring chipped, passed wet leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body, operation channel- primary mild resistance. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, deflector operating wire, o-ring(0.5x1.3), o-ring(0.5x1.3), distal case/cap. The video duodenoscope is pending repair or final qc approval as of 09-jul-2020.